Event description:
The pt underwent implantation of a synchromed pump and catheter in 1998 for intrathecal infusion of baclofen for intractable spasticity related to spinal cord injury/spinal cord disease. The catheter was replaced in 1999 and again 4 months later. The pump was replaced in 2001. An attorney contacted the manufacturer alleging "the initial pump was put in 1999 and that approx three weeks prior to pt's death, pt was scheduled to have the pump replaced because it was malfunctioning. Three months later, pt went into the hosp for this minor surgery to have the pump replaced. Pt died three days later of a baclofen overdose." Follow up with the attorney revealed the date of pt death on event date.